Event description:
It was reported that the pt experienced burning and shocking at the generator site every time the stimulation was on. It was noted that the stimulator "burned from the inside out". The device was reprogrammed and interrogated multiple times with no effect. The stimulator was removed and a new one implanted at a different location. Reference MFR report# 3004209178-2008-07465.